Manufacturer narrative:
Date of event - this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-12978, 1627487-2021-13075. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken wherein the l1 lead and both s1 leads were explanted and replaced on (B)(6) 2021. During the procedure, it was confirmed that the l1 lead was fractured and both s1 leads had migrated.

Manufacturer narrative:
The report event of lead fracture was not confirmed. As received, visual inspection and resistance testing showed the returned lead mn10450-50a (b) passed the functional test. The cause of the reported event remains unknown.